Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Additinoally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfills the cartridge. Tandem technical support educated customer that overfilling the cartridge is off label per the user guide.